Manufacturer narrative:
D4 lot number - unknown. D4 primary unique identification (UDI) number - unknown without lot identification. H3 other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. H4 device manufacture date - unknown without lot identification.

Event description:
It was reported that the patient underwent a gutter fusion with laminectomy procedure on (B)(6) 2023, utilizing the reform ti modular pedical screw system. No interbody cages were used. Subsequently, a revision was performed on (B)(6) 2024 to address a painful, loose construct (screws loosening in the bone). Information was not clear on how many screws were loose. Upon attempted removal of three (3) of the pedicle screws, the modular tulip disassembled from the screw. All existing hardware was removed and, as fusion was achieved, no new hardware was required.

Event description:
It was reported that the patient underwent a gutter fusion with laminectomy procedure on (B)(6) 2023, utilizing the reform ti modular pedical screw system. No interbody cages were used. Subsequently, a revision was performed on (B)(6) 2024, to address a painful, loose construct (screws loosening in the bone). Information was not clear on how many screws were loose. Upon attempted removal of three (3) of the pedicle screws, the modular tulip disassembled from the screw. All existing hardware was removed and, as fusion was achieved, no new hardware was required.

Manufacturer narrative:
H3 device evaluation: engineering evaluation noted the provided information noted the need for construct removal was due to pain. Screw loosening at the bone interface was observed and was the likely cause for this even though fusion had been successfully achieved. Screw loosening in bone is a potential adverse effect associated with pedicle screw constructs. Journal articles note bone screw loosening and multiple factors that may impact this occurrence. These factors include but are not limited to poor bone quality, improper screw placement, and excessive stress on the screw. The number of levels fused, the use or absence of interbody devices, and the locations of the screws in the construct can play a part in this with screws at the ends of constructs being more prone to loosening. Three journal articles have been attached for reference. A review of the returned implants did not bring to light any product issues. No images were provided for review. The remaining two screw and tulip mating interfaces were examined with a 5x loop. The mating interfaces were free of damage indicative of forceful disassembly. Parts that were properly assembled and tested were grossly deformed. Damage to the ring, the tulip's bottom surface, and damage to the tulip sphere or remnants of the ring affixed to the screw's spherical surface are absent. Damage around the screws' top surface in the area of the hexagon was present on the two screws. It was extremely prevalent on one screw. Issues with properly engaging the bone screws' hexagon during implant removal is the likely cause for this. The remaining two tulips and screws were assembled and could not be disassembled using hand force. Device history records and lot specific complaint history could not be reviewed as the lot identification was not available. Two-year complaint history review (11.12.2022-11.12.2024) did not reveal a trend for reports of this nature for the part numbers in the 39-sb-xxxx series of pedicle screws.